Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer requested to provide user guide for cleaning the product. Also, customer reported pyxis station was located in area near swage where uncertain about the extended damage. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer requested to provide user guide for cleaning the product. Also, customer reported pyxis station was located in area near swage where uncertain about the extended damage.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the customer reported that the pyxis station was located in an area with a major plumbing issue, and raw sewage was present in the room. Customer requested guidance on the proper procedure for cleaning the pyxis station. The customer also stated that they were uncertain about the extent of the damage at that time. Tss provided the customer with the user guide for cleaning of bd pyxis¿ products and informed them to contact tss immediately if any water or contamination reached the circuit board inside a drawer. Customer acknowledged. The system functioned as intended.